Event description:
Per the surgeon's report, this patient's electrode array migrated into the external corial. He also had skin flap infection. The surgeon explanted the device in 2005. He reimplanted a new device on the contralateral side 2006. Antiobiotics successfully treated the skin flap infection.